Event description:
It was reported that "one unknown material which appeared like the white powder was noted on the balloon when it was inflated before use. The material came away when the customer touched it." No patient injury was observed.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield was returned. A film-like transparent fragment, which looked like heparin or adhesive, was found on the distal end of the balloon. The length of the fragment was measured 1/10". Further examination of the balloon latex found the same substance which appears to be adhesive with a trail of adhesive from the distal balloon bond site. Also found during the examination were white specks on the balloon surface. The specks appeared powder-like. The specks were removed along with the area that appears to be adhesive and both samples were was also sent to chemistry for further analysis. A supplemental report will be provided with the test results. All through lumens were patent without any leakage or occlusion. Balloon test was not done in order to avoid detaching the fragment from balloon. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of contamination issue was confirmed. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.

Manufacturer narrative:
Chemistry testing found the substance on the surface of the balloon latex and around the distal balloon bond site showed similar absorption characteristics when compared to benzalkonium heparin-like material. Benzalkonium heparin is a normal part of the manufacturing process and this is not considered a product defect. Chemistry testing was also conducted on the white flaky substance found on the balloon surface and showed similar absorption characteristics when compared to polyester-like material. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.